Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, testing using a retained sample of reagent lot 01177ui00, a review of product quality history, and a review of product labeling. The ticket search determined elevated complaint activity for the lot. The trending report review idd not identify any trends for the complaint issue. A testing protocol was executed using in house retained samples of reagent lot 01177ui00. All validity and acceptance criteria were met during the completion of this protocol, demonstrating that this lot is performing acceptably. A review of product quality history did not identify any issues for the likely cause lot. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Complete patient identifiers: (B)(6). Both patients are female. Patient with sid (B)(6) years old and patient with sid (B)(6) years old. All available patient information has been included. No additional patient details area available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated b-hcg results for two patients when processing on the architect i2000sr. The following data was provided: sid (B)(6) year old, female): initial result was 2964.69 miu/ml and retest was 1.2 miu/ml. Sid (B)(6) year old, female): initial result was 728.39 miu/ml and retest was 1.2 miu/ml. No impact to patient management was reported.